Event description:
It was reported that the pt rolled in bed, felt like something pulled, then she stiffened and has not felt any stimulation since. No pt treatment or outcome was reported. Add'l info has been requested, but was not available as of the date of this report. Reference MFR report #3004209178-2008-07214.